Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was unable to reproduce the reported issue. The fse performed a full preventive maintenance (pm). Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that while supporting a patient, the cs300 intra-aortic balloon pump (iabp) generated a maintenance code #7. The iabp console was swapped out without issue. The iabp was sent to bio-med awaiting evaluation. No patient harm, serious injury or adverse event was reported.